Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that that the x-ray screen is switch off. Review of the log files showed suite-pc malfunction caused the system not to startup correctly. Upon troubleshooting, the fse identified that suite pc disc drive would not start up; hd1 led on drive is not on. Pressed and hold hd1 and it lights but will not stay on. Jammed switch with ty-rap and was successful with multiple system startups. The defective part was returned for analysis. The failure analysis of the suit pc showed that failure data unavailable and no hard drives. However, the replacement of the suite pc and reloading software and uploading license files, creating new system backup on internal and external drives by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the suitepc which returned the device to use in good working order.